Manufacturer narrative:
Device was discarded at hosp. Device was discarded, therefore it could not be evaluated.

Event description:
Following rotator cuff surgery, it was reported that the catheter broke upon removal. Catheter remains in pt because dr allegedly could not determine where it was located.